Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Following troubleshooting, the customer indicated that the suction was not restored. A replacement device was sent to the customer. The customer was contacted by a complaint handler to get additional information regarding mastitis, with no response as of the date of this report. Based on the results of (B)(4)\, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged via email to medela (B)(4) that her freestyle breast pump had low suction and she was experiencing the start of mastitis symptoms in her left breast and was trying to pump often to avoid it going further. She also alleged that she was diagnosed by her doctor with mastitis twice previously, was prescribed antibiotics both times and she finished her last round in (B)(6) of 2017.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6)2018 and it failed vacuum specifications. It was identified in the evaluation that there was residue on the membrane plate on the motor aggregate (refer to attached picture and product evaluation), which confirms the customer's report of low suction; however, ca11-001 found that it cannot be definitively concluded that a low vacuum breast pump causes or contributes to mastitis.